Event description:
The patient reported communication and charging issues between the implant and external equipment, after suffering a fall. The surgeon decided to replace the implant with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted product was discarded by the medical facility, and will not be returned for evaluation.